Event description:
This lead was implanted on (B)(6) 2010 and remains implanted until this time. It was noted on (B)(6) 2013 that this patient had a fractured atrial lead and had issues of exhausting therapies in order to convert ventricular fibrillation. The physician was dr. (B)(6) at hospital (B)(6), canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).